Event description:
This is filed to report the clip opening during deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was successfully implanted in the patient and a second clip delivery system (cds) was advanced to a2/p2 and placed. The clip passed both establishing final arm angle (efaa) test and the deployment process began. A light opening of the clip was noted after removing the release pin. The actuator knob was pulled back, the gripper lever was retracted, and the handle was retracted. During those final three steps of deployment, the clip opened a bit more abruptly to 30 degrees. A third cds was advanced in the patient and implanted to stabilize the clip that opened. The procedure was complete with a final mr grade of 1+. There was no clinically significant delay in the procedure and no adverse patient effects. After the procedure, the physician reported that during the procedure when turning the arm positioner in the closed position from 120 degrees to fully closed there was resistance noted. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during deployment could not be replicated in a testing environment due to the returned condition of the device (clip not returned). The reported physical resistance of the arm positioner was not confirmed. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported clip opened during deployment and physical resistance of the arm positioner cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott clinical engineer. The reviewer stated that: "echocardiography: video 1 "3d-before-deployment.mov" is a 3d en face view with color doppler in which the reported system is visible and appears to be grasped onto the leaflets. Video 2 "3d-after-deployment.mov" is a 3d en face view with color doppler. The first two clips are grasped onto the leaflets and appear stable. There is a notable regurgitation jet lateral to the clips. Video 3 "ic-lvot-before-deployment.mov" is an lvot view with x-plane and color doppler. The first implanted clip and second cds (reported device) are visible in the x-plane ic view. In the lvot view the second clip appears to be grasped onto the leaflets and fully closed, but still attached to the delivery catheter. Video 4 "ic-lvot-after-deployment.mov" is an lvot view with x-plane and color doppler. Both implanted clips are visible in the ic x-plane view. The second clip (reported device) is also visible in the lvot view and appears to be opened to ~30° which aligns with the reported details. In both views, there is a notable regurgitation jet lateral to the clips. Fluoroscopy: video 1 "x-ray detachment-2nd-clip. Mov" captures delivery catheter (dc) retraction from the clip during the deployment sequence of the 2nd cds used. The dc shaft successfully detaches from the clip. Due to the angle of the 2nd clip (reported device) relative to the fluoroscopic frame, it is not possible to approximate the clip arm angle; however, it appears the clip arms are opened beyond the fully closed position (~10°) per the IFU. Video 2 "x-ray detachment-3rd-clip.mov" captures delivery catheter (dc) retraction from the clip during the deployment sequence of the 3rd cds used. The dc shaft successfully detaches from the clip. In this video, all three implanted clips are clearly visible. In comparison, the 1st and 3rd implanted clips appear to be fully closed per the IFU while the 2nd clip is opened beyond fully close (~10°). This aligns with the reported incident details that the 2nd clip opened during deployment maneuvers. All three clips appear stable on the leaflets. Video 3 "x-ray-different-angle.mov" captures all three fully deployed clips; there is no mitraclip system in view. Similar to video 2, the 1st and 3rd implanted clips appear to be fully closed per the IFU while the 2nd clip is opened beyond fully close (~10°). This aligns with the reported incident details that the 2nd clip opened during deployment maneuvers. All three clips appear stable on the leaflets.